Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. No root cause can be determined. If further significant info is found, a supplemental report will follow.

Event description:
It was reported that treatment was attempted on a proximal lad lesion. The vessel was tortuous and 95% stenosed. During the procedure, it was noted that the tip of the catheter had separated in the vessel. A filter wire was used to retrieve the tip from the anatomy, but was unsuccessful. Four bare metal stents (bms) were used to treat the lesion, as well as to embed the catheter tip in the vessel wall. The pt was observed in the ICU post-procedure and is reported to be doing well at this time.